Event description:
Bone registration failed 3-4 times. Mako surgeon had issues with femoral registration. Tibial registration also an issue. Surgeon finished cuts manually after being unable to reregister post bumped array on femur.

Manufacturer narrative:
An event regarding registration fails involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: performed pre-surgery. Camera and arm accuracy checks pass. No errors in the logs. Could not reproduce problem; possible test setup issue or dirty camera. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bone registration failed 3-4 times. Mako surgeon had issues with femoral registration. Tibial registration also an issue. Surgeon finished cuts manually after being unable to reregister post bumped array on femur.